Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during a gastrectomy, the device only cut partially. There was not a washer sound after the device was fired. It was not reported how the procedure was completed. There was no pt consequence.